Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater leak testing revealed bubbles coming out through the junction of the tube and lower y site. A pull test resulted in disconnection of the tube at the junction of the tube and the lower y site. The dimensions of the tube and the lower y site were measured and found to be within specifications. The reported condition was verified and the cause was determined to be a manufacturing issue. There was a lack of solvent at the junction of the tube and lower y site. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked from the injection point closest to the patient. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection did not reveal evidence of a leak. Therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.